Event description:
On 21-oct-2021, the following information was reported to kci by the nurse: the patient was discontinued from v.a.c.® therapy on (B)(6) 2021 allegedly due to a reaction to the v.a.c.® drape, which caused an additional wound. On 08-nov-2021, the following information was reported to kci by the nurse: the patient got rashes on the wound site that cracked open, which formed another wound, allegedly due to the v.a.c.® drape. Physician discontinued the activ.a.c.¿ therapy system. Patient was given antibiotics, zinc was placed on the wound, and a wet-to-dry dressing was applied to resolve. The v.a.c.® drape lot number was not provided and was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
Other (device not returned): the v.a.c.® drape lot number was not provided and was not returned; therefore, a device history record review and device evaluation could not be performed. Based on information provided, it cannot be determined that the alleged rash and additional wound are related to the v.a.c.® drape. A device history record review and device evaluation could not be performed. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Acrylic adhesive: the v.a.c.® drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c.® therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance. Deterioration of wound: if a wound has been progressing well from the dressing change to dressing change but then deteriorates rapidly, considers the following interventions and, wherever necessary seek the guidance expertise of a specialist: -if available on the therapy unit, check the therapy history log to ensure to ensure the actual number of therapy hours received matches the number of recommend therapy hours (22 hours a day). If the number of therapy is less than 22 hours, find out why there is a therapy deficit and remedy the situation. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c.® drape, hydrocolloid, or other transparent film. -multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. -if any signs of irritation or sensitivity to the drape, foam, or tubing assembly appear, discontinue use and consult a physician. -to avoid trauma to the periwound skin, do not pull or stretch the drape over the foam dressing during drape application. -extra caution should be used for patients with neuropathic etiologies or circulatory compromise. The v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area -untreated or inadequately treated infection -inadequate hemostasis of the incision -cellulitis of the incision area.